Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, there was a failure on the static anchor side when trying to implant the static anchor. The mesh separated from the suture that holds the static anchor (unclear if suture to mesh break or suture to anchor break). Another altis was on hand so the doctor was able to successfully complete the procedure with another altis sling.

Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor, suture and part of the mesh were detached and not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. Detail was not provided as if there were any issues that may have occurred prior to the detachment. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, there was a failure on the static anchor side when trying to implant the static anchor. The mesh separated from the suture that holds the static anchor (unclear if suture to mesh break or suture to anchor break). Another altis was on hand so the doctor was able to successfully complete the procedure with another altis sling.